Manufacturer narrative:
Additional information: b5, d4, d9, h2, h3, h4, h6. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the catheter performed as intended. The optical fibers met specifications while inside the patient, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The log files show that a manual reset was performed outside of the patient, and no additional manual resets were performed throughout the procedure. A ¿check baseline¿ message was displayed shortly following the manual reset outside the patient and was present for the duration of the procedure. Ensite x ep system contact force module instructions for use (IFU) states ¿baseline operation should be checked regularly and if necessary reset to zero, especially under the following circumstances: after the first insertion of the catheter into the body; after reinsertion into the patient¿s body after retraction through a sheath; when the message ¿check contact force baseline¿ displays.¿ due to unknown procedural conditions, we are unable to conclusively determine the cause of the reported heart attack.

Manufacturer narrative:
The product's lot number could not be obtained; therefore the primary di number is provided (d4), but full UDI information is not available.

Event description:
Following a wolff-parkinson-white procedure, the patient had a heart attack, requiring a stent. The patient was stable at the end of the procedure, and during the 15 minutes post ablation waiting period. However, in the recovery room the patient experienced chest pain. A coronarography revealed a sub-occlusion of the median circumflex coronary artery which required dilation and stent placement.